Manufacturer narrative:
Bec field service engineer (fse) assisted the customer with replacing the three-way valve over the phone. The leak stopped after replacement of the valve. Customer reported that they replaced the syringe barrel and plunger on two occasions. This is one of two reports related to the events that occurred on two different days. This MDR is related to MDR# 2050012-2011-05435 (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) on (B)(6) 2011, that they observed a leak intermittently coming from the modular chemistry sample syringe area of the unicel dxc 800 synchron system. Customer reported that they replaced the syringe barrel and plunger on (B)(6) 2011. Customer reported that fluid is still present on the back side of cover behind the syringe after replacement of the syringe barrel and plunger. Customer reported that there were no erroneous results. There was no report of any adverse event or injury requiring medical intervention or patient treatment.